Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the placement of a transcatheter heart valve, the right ventricular lead was detached. This occurred while removing a sizing balloon from the patient over a guidewire. Medical intervention was needed to support the patient's rhythm (atropine, atrial pacing) and the patient remained stable. The patient remained intubated overnight. The lead was explanted and replaced the next morning after anticoagulation was completely reversed. No further patient complications were reported as a result of this event.